Event description:
On february 3, 2003, kinetikos medical, inc., was informed that an explant of a subtalar mba had been performed in 2003. The explant was performed at the discretion of the attending physician at the pt's request to address pain. The original implant surgery date was not reported.